Event description:
It was reported that the ventricular pacing impedance was 1468 ohms, and there was increased thresholds. The lead was explanted. Additional information was received reporting that the defibrillation lead (model 6936) impedance had increased, and the capture threshold of the pace/sense lead (model 5076) had increased. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; proximal segment was returned for analysis.